Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other additional proglide referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right and left common femoral arteries was attempted with two proglide devices, one at each access site, using the pre-close technique via 6f sheaths prior to a stent graft procedure. Reportedly, the suture and knot came out of the anatomy and did not capture the arterial wall for both devices. The sutures of two new proglide devices were successfully pre-placed in the rcfa and lcfa. The sheath was upsized and the graft procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported suture and knot came out of the anatomy was confirmed as a needle to cuff miss/ suture retrieval issue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.